Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013: the pump powered on with a dim display screen with pink contrast.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: the pump powered on with a dim display screen that was pink in color. A new test display was attached to the pump and illuminated properly.